Event description:
Additional information was received that during the valve implant procedure, the pre-implant balloon dilation with the non-medtronic (z-med) 25 mm by 6 mm balloon was only performed before implant of the second valve.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {d-evolutfx-2329}; product serial/lot number: {(B)(6); product type: {0195 - heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was then inserted into the patient, and the valve was deployed to 80% at a target implant depth of 3 millimeters (mm). At this point, it was identified that an infold had occurred and that the valve was severely constrained. Subsequently, the valve was recaptured and withdrawn from the patient. A second pre-implant bav was then completed with non-medtronic 25 mm by 6 mm balloon. A new valve and dcs were then utilized to complete the procedure. A 10-minute procedural delay occurred due to the valve infold and expansion issues.